Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap with moisture) issue. It was alleged that the battery cap would not attach, and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: during investigation, moisture was found in the battery compartment. The top slot of the returned battery cap was observed to be damaged. The returned battery cap was found to be difficult to remove from the test pump. The battery cap contact height and width measurements were found to be within specification. Unrelated to the original complaint, the display was found to be dim with reddish text. The battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad. A leak test was performed and a leak was identified at the battery compartment. The pump cover was opened and no moisture was observed.